Event description:
Hill-rom received a report from the account stating that the side rail would not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail pin was out of place. This bed is a rental unit and is subject to between patient inspections which includes the pin activities. The technician attached the side rail pin to resolve the issue. Based on this information, no further action is required.